Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm) due to concerns of noise on the right ventricular (rv) lead. It was noted that the rv lead is a competitor lead. Ts reviewed the presented egm and confirmed the rv lead noise was oversensed. Ts also noted that the rv lead also exhibited jumpy pacing impedances that were within normal limits (wnl) and increase in pacing thresholds. Ts suspected cause was due to spring contact issues and recommended for an in person visit to be scheduled for isometrics and further evaluation to be performed. At this time, the crt-p and competitor rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).